Event description:
It was reported the patient had a superficial post-operative infection that resolved with a ten day course of antibiotics. The clinical site believed the event was unrelated to the device. Reference manufacturer report # 3004209178-2015-12212 patient is implanted with multiple devices and it was unclear which device the event pertained to.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported no culture was obtained. There was a bit of inflammation at one end of the right chest wall incision associated with a knot in the end of the dissolving subcuticular suture following a procedure to replace the extension cable and revise the stimulator site which addressed a short circuit and some discomfort at the right stimulator site. The suture knot was removed and the patient was placed on a short course of oral antibiotics as a precaution and the wound healed well without complication. There was no infection but since they gave antibiotics it was noted as a possible superficial wound infection. However the infection was also noted to be related to the implant procedure. It was unclear whether or not the infection did occur.

Manufacturer narrative:
Concomitant products: product ID 37604, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # va0guwd, implanted: (B)(6) 2014, product type lead; product ID 37441, serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 3708740, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708740, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0guwd, implanted: (B)(6) 2014, product type lead; product ID 3708740, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708740, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).